Event description:
The customer reported to olympus that no image was observed using this camera head. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event from the customer; however, no response received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the issue of no image discovered was due to a faulty charged-coupled device. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review could not be performed as this is a refurbished unit. This issue is addressed in the instructions for use (IFU): "if the endoscopic image on the video monitor should unexpectedly disappear or freeze during a procedure and cannot be restored, turn the video system center off and then on again. If the image still does not appear, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. In addition, be sure to prepare another camera head to avoid interruption of the procedure." Page 23. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that no image was observed using this camera head. There were no reports of patient or user harm associated with this event.